Manufacturer narrative:
Received one broken piece of drain. Silicone drains easily break in area of slightest cut/nick. The drain most probably broke following initial damage during use.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the broken drain piece removed immediately after it was noticed that it had remained in the body. - yes, because part of the drain was out of the patient, it was pulled out by a forceps. Was the patient returned to the operating room later for removal of the broken drain piece from the patient¿s body?.- no. Location where the broken piece remained in the patient¿s body ¿no information. Procedure name - no information. Was there any additional dissection required or damage to patient¿s body due to removal of the drain piece.- no. Please provide lot number; send us email when available. - will do.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the drain was implanted. A few days after the procedure, when trying to remove a drain, the drain was broken and the broken piece was removed immediately after it was noticed. Because a part of the drain was out of the patient, it was pulled out by forceps. There were no adverse consequences reported.